Event description:
The rn was attempting to insert a dobbhoff feeding tube. The tube was flushed with saline prior to the rn beginning the procedure. The tube was easily inserted. However, when the rn tried to remove the guidewire, it would not come out. Staff flushed the line again with saline and then with mineral oil, but to no avail. After the tube was removed from the patient, the rn was only able to get the guidewire to come out with excessive force. Upon doing so, the rn felt a prick on her finger and noted that the guidewire was sticking out of the green cap. The rn did not require medical attention. Nursing staff in the ICU report that they have seen the guidewire sticking out of the green cap on two tubes recently.